Event description:
The customer reported that testosterone patient results with incorrect units were generated from an access 2 immunoassay system. The customer reported that both their access 2 immunoassay system and their laboratory information system lis system were configured to report out testosterone results in units of ng/dl but the customer indicated they have obtained sample reports with the units listed incorrectly as ng/ml. There was no death, serious injury or modification to patient treatment associated or attributed to this event. It is unknown if the instrument checksum feature was disabled. Sample collection and centrifugation information was not supplied by the customer. No other assays were affected by this event.

Manufacturer narrative:
The access 2 system software allows customers to select different measurement units for different sample types on a particular assay. In this instance, the customer wanted all testosterone results to report out in units of ng/dl, but did not make the change for all sample types within the instrument configurations. Therefore, depending on the sample type, the units were sometimes reported in ng/dl and sometimes in ng/ml. This is a user configuration error. After working with beckman coulter inc, technical support to ensure all sample types on the testosterone assay were configured to ng/dl, this resolved the customer's issue.